Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was not getting readings. No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and the lcd screen was found to be cracked and damaged. The customer complaint of receiver was not getting readings was confirmed. The root cause was determined to be a receiver cracked/ damaged lcd screen.